Manufacturer narrative:
Additional information was received indicating that the broken portion of the file was retrieved from the patient's tooth and no injury resulted.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it was reported that doctor was breaking an unknown number of vortex blue files. No further information is available at this time.